Manufacturer narrative:
Then, olympus inspected the device at the service department of omsi and found followings; all the leds on the front panel flashed due to heavy dust on the socket. The scope connector socket was damaged enough to need to be replaced. There was heavy dust inside the device. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems (B)(4) private limited (omsi) was informed that the front panel light blinked continuously. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. This device was manufactured over 15 years ago, so no manufacturing records could be confirmed. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; -the electrical contacts of the scope connector socket were not sufficiently dried or had foreign matter on them. -physical stress damaged the electrical contacts of the scope connector socket. If significant additional information is received, this report will be supplemented.